Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced infection/uti. While the medical records indicate the patient experienced infection, there is no indication in the medical records provided that the infection was directly related to the bard flat mesh implanted. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the information provided, there is no way to make a definitive conclusion whether the bard flat mesh may have caused or contributed to the reported problems due to the patient's additional surgical procedure performed two years post implant of the flat mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004-- patient underwent laparoscopic burch procedure with implant of a bard flat mesh. On (B)(6) 2006 - patient had an md office exam where she complained of daily bladder leakage. On (B)(6) 2006 - the patient was seen in an md office exam for grade 2 to 3 cystocele, rectocele and urinary incontinence. The patient underwent a transabdominal scan which revealed a right ovarian cyst. Several days later the patient had a voiding cystourethrogram which revealed a right ovarian cyst. On (B)(6) 2006 - patient had an md office exam with complaints of sharp abdominal pains and an increase in urinary frequency. On (B)(6) 2006 - the patient was admitted to the hospital with a diagnosis of a grade 3 cystocele, stress urinary incontinence and urinary tract infection. On (B)(6) 2006 the patient underwent an anterior repair, a standard kelly placation and a non-davol bard tvt sling implant. There was no mention of visualization of the bard flat mesh during this procedure. On (B)(6) 2007 - during an md office exam the md noted "some scarring at the tvt taping sub urethrally but the urethra is well supported." On (B)(6) 2009, (B)(6) 2010, (B)(6) 2012 - the patient had md office exams with complaints of abdominal pain, pelvic pain and bladder leakage." During the december office exam the patient was diagnosed with a vaginal yeast infection and treated with prescription medication. On (B)(6) 2013 - patient had an md office exam with complaints of significant uterine bleeding, severe menstrual cramping and that "her bladder was not working correctly." On (B)(6) 2013 - the patient underwent a diagnostic hysteroscopy, dilation and curettage and cystoscopy which resulted in no abnormal findings. The operative details for this procedure did not mention any visualization or involvement of the bard flat mesh. On (B)(6) 2013 - the patient had a post op follow up exam and was noted to be doing well with no abnormal findings noted.